Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece overheated while testing the drill. There was no delay to the case. There was no patient contact or negative impact.

Manufacturer narrative:
Analysis found that the motor assembly and collet were corroded. The handpiece came in not working; could not perform pre-temperature test. The handpiece was evaluated and scrapped. If information is provided in the future, a supplemental report will be issued.